Event description:
A malfunction alarm was reported, displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.